Event description:
Staff at a hospital in (B)(4) alleged that 2 breeze2 meters were reading erratically when compared to a laboratory method. One of the breeze 2 meters read 77 mg/dl, while the lab test result was 47 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation.

Manufacturer narrative:
No patient or initial reporter information was provided. Also, the hospital was using 2 lots of breeze2 reagent. It's not known which lot gave the higher reading when compared to the lab test. Information for other lot: breeze2 test strips: product code 1465a, lot # 1a6059aa, manufacture date 08/01/2011, expiration date 02/28/2013.